Manufacturer narrative:
This complaint is still in investigation. Device not returned.

Event description:
Reason for revision: due to dislocation and unstable hip.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No additional event information or investigational inputs were provided to customer quality. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of the liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of device history records for the reported (B)(4) was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.